Manufacturer narrative:
(B)(4). Date sent: 2/24/2026. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, a98x36, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device had been successfully fired several times, but when they closed the device, they could not open the jaws again. This was outside of the patient. The manual override function was used; however, it could still not be opened. Changed to a new one to complete the procedure with a delay of five minutes. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 3/10/2026. Corrected data: d9.

Manufacturer narrative:
(B)(4). Date sent 3/10/2026 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 3/19/2026. D4: batch #774d51. Corrected data: d4 (UDI, expiration date), h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with an gst60b reload loaded on the device. The reload was received partially fired 1/16. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload, however, the sled partially advanced is unrelated to the reported event. The manual override door returned removed inside a plastic bag; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence and opened without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The manual override was inspected and no anomalies in the functionality or damages were noted. The event described could not be confirmed as the device returned without detectable damage and it opened and closed as intended. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 774d51, and no non-conformances were identified.